Event description:
The physician placed the catheter in the right internal jugular vein. Dialysis was in the beginning no problem. But every time the pt came back to a dialysis session the adhesive wound drape was full of blood. They made an x-ray and you could see that there was a leakage in the arterial lumen. They had to withdraw the catheter after that.